Manufacturer narrative:
Per the tandem user guide, "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the t lock. In addition the customer disconnected from the t:lock instead of the infusion set site. Tandem technical support educated the customer on proper loading techniques, and educated the customer to only disconnect from the infusion set site. There was no adverse impact to customer¿s blood glucose level. Tandem technical support guided the customer through priming the air bubbles out.